Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump kept alarming no delivery. Customer has changed the entire set the last three times. Customer's blood glucose was 106 mg/dl. Customer was unable to troubleshoot at the time of call. No further information reported.